Manufacturer narrative:
The insulin pump was monitored and no software error alarms occurred. The pump was unable to prime during prime test due to faulty force sensor system. The pump was received with scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a prime/fill anomaly and software error from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that the pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and no beeps were heard. The customer will return the pump for analysis.